Event description:
Reference number (B)(4). Event occurred in israel it was reported that patient faced infusion set fell because the tape did not stick well event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.